Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4) updated section: g,4 g7, h2, h3, h6, h10, h11 corrected section: h6, -medical device ¿ problem code to "failure to deliver energy" analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 05/25/2021. An investigation was conducted on 06/03/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The electrodes were observed to be intact, with no visual defects observed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001599). The device failed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device did not activate. The bipolar cord connection was manipulated during activation. The device did not active and no intermittent continuity was observed. The device did not produced steam and the saline did not ¿boil¿ on the test gauze each time. Based on the returned condition of the device, the reported failure "failure to deliver energy" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector cautery would not work, a second vh-3200 was opened and the cautery worked and the case was completed with the second vh-3200. No patient harm.